Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/12/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on 09/03/2018. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).